Event description:
It was reported via repair work order that both siderails lost power when trend button pressed due to short in jumper cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.